Event description:
It was reported that this pacemaker record two signal artifact monitoring (sam) episodes in which the minute ventilation sensor was disabled. Additionally, they were unable to obtain a right atrial (ra) threshold. Technical services reviewed the episode and it appears the sam episode was due to electrical magnetic interference (emi) however, the patient does not recall any surgical procedure. Technical services informed that sensing is 0.lsmv and suspects there maybe some lead problems that are ongoing. This pacemaker and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).